Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that the 4-40 stud broke on handpiece. The case was completed using a second handpiece. No pt consequence reported.